Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at 8:52am, bed 155 ccu had a high heart rate (hr) alarm, but no audio was heard at the bedside. The customer was not sure if there was a visual alarm at bedside or central. The staff only realized this when they were looking at events on the balloon pump, and noticed the high hr; they confirmed this at central (review), but believed it was not heard because no staff had gone into the room. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. No treatment was required for the patient. No patient details are available.